Event description:
Surgeon advised that one of the screws implanted identified as an atb titanium screw implanted with an atb plate was confirmed by radiography during pt visit to have broken. Patient has broken screw at s1 from atb plate with no migration and solid arthrodesis. No product will be returned.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine a MFR date without a lot number.